Manufacturer narrative:
No resolution was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy storage was not possible due to an image disk issue on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.